Event description:
It was reported that there was a set screw issue associated with the implantable pulse generator (ipg) device when replacing a right ventricular (rv) left bundle branch lead due to high thresholds. The device and the rv left bundle branch lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000131560.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.